Manufacturer narrative:
(B)(4). Date sent: 1/30/2025. Corrected data d4: UDI#. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 8888, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4) date sent 12/9/2024 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? When did they begin? New reflux, date unknown what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com. What is the device lot number? No other numbers known than sent before was the device initially effective in controlling reflux? Yes. No problems were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No did the patient have any other surgeries in the area? No did the patient receive any dilations while the linx was implanted? Unknown was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. No other images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Fundoplication or refluxstop planned in 6-9 weeks when and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Not done while explantation when and if the linx device is removed, may we ask that the device be returned for analysis? Patient wanted to keep device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx implant is broken thus explanation has been performed.